Event description:
It was reported by the customer that a spectrum pump alarmed "unload load point number two". During baxter's eval of the spectrum pump, the device was falsely detected a loaded set. It was reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to the reported "unload load point #2", which was reproduced. During the eval, it was observed that when a set is loaded at load pont #2, the unit displays load points 3 and 4 are loaded, even though they are not, then a load set- unload from guide #2 message; which was caused by a stuck lower hook switch. The failed lower auxiliary assembly was replaced.